Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿referenc error¿ appear during patient use. The user first used the emergency drive and then replaced the device with another one with no consequences for the patient. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure "referenc error". The mcp00702707#flow measure board for rfc (rotaflow console) (article number 701011681) has been replaced. After the replacement the device is working as intended and is back in clinicial use. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce) and was caused most probably by a a partial breakthrough of the capacitor c109 on the flow measurement board, which overloads the voltage converter. This could led to the reported error. Based on the investigation results the reported failure "referenc error" could be confirmed. The review of the non-conformities was performed on 2023-12-05 and during the period of 2021-06-28 to 2023-12-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2021-06-28. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿reference error¿ appear during patient use. The user first used the emergency drive and then replaced the device with another one with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).